Event description:
During routine testing of the device, the user reported the saw stopped running. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.